Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. According to the report, the patient was at a convenience store when he experienced a seizure due to hypoglycemia. The cgm was reading 75 mg/dl and the patient was asymptomatic prior to the event. A friend transported the patient to the emergency department. There, the bg was 36 mg/dl. The hypoglycemia was treated by unspecified means and the patient regained consciousness in the hospital. The patient was discharged after 5 hours. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient had unspecified hypoglycemia symptoms. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined.